Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the new implantable cardioverter defibrillator (ICD) was in back up operation mode. The ICD was not implanted and an alternate device was implanted instead on (B)(6) 2026. There were no patient consequences.